Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a piece of human tissue came out from the instrument channel of the subject device and fell off within the patient when a biopsy a forceps was passed through the instrument channel during a diagnostic procedure. The human tissue was not retrieved from the patient body. The procedure was completed with another gastroscope and a new forceps. In addition, the user facility reported that there was no other foreign material was confirmed during reprocessing after the procedure. The device had been reprocessed with a non-olympus endoscope reprocessor wassenburg. There was no report of patient injury with the event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) evaluated the subject device and confirmed that there were no foreign objects and damage which possibly caused the reported event, within the instrument and the suction channel of the subject device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.